Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm. Elevated blood glucose levels were addressed by manual insulin injection. Customer declined troubleshooting from tandem technical support, therefore no additional information was provided

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.